Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead appeared to be dislodged during device check. The physician believed the patient did not take time off from work after implant, which would be likely to cause a dislodgement. Additional information was received indicating that a revision procedure was performed; wherein, an attempt was made to reposition this lead; however, the helix mechanism could not be extended. When the lead was removed from the patient's body, visual examination noted what appeared to be body tissue in the helix housing. The lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead appeared to be dislodged during device check. The physician believed the patient did not take time off from work after implant, which would be likely to cause a dislodgement. No actions have been taken to resolve the issue. No adverse patient effects were reported.